Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.

Event description:
The event involved a tego¿ connector where it was reported that the tego caps was leaking blood and air accumulated in arterial hd lines. Unable to proceed with hd and had to make a system change. There was patient involvement and unknown patient harm.